Manufacturer narrative:
This medwatch is being filed in response to the user facility medwatch rec'd 09/29/2008. Investigation results: conmed linvatec rec'd the shaver blade for eval. A visual examination confirmed that the inner and outer tubes both broke in half along the blade shaft. Further examination noted a slight bend at the proximal end of the device along with gouges on the outer tube. A review of prod history for the past 2 yrs, found no similar breaks of this nature. Conmed linvatec will continue to monitor this device for failures.